Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator the patient had been admitted into the hospital a couple of times with evidence of hemolysis (increased ldh, hematuria, increased plasma free hgb and liver function test (lft's). As a result, the patient was put on the 1a transplant list and received a heart transplant.

Manufacturer narrative:
The manufacturer received additional information from the hospital staff on (B)(6), 2012, that the pump will not be returning for evaluation, as the hospital's perfusionist accidentally disposed of the pump. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.